Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced electrical shock in their hand with a during use with a homechoice claria cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. During the evaluation, the device was found to be contaminated with patient solution in the pneumatic system. As a result, the evaluation was suspended and the device was sent to destruction. An event history log review was performed which did not find any evidence related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.